Event description:
It was reported during a low anterior resection while using the roticulator (a ussc product) it was placed distal to the lesion but the roticulator could not be opened to reposition the device. At this time, an ax55g was opened and placed distal to the roticulator. The ax55g was fired and then the surgeon transected the colon between the roticulator and the ax55g. The ax55g was removed and the missing staple line was not noticed until the surgeon observed fecal matter in the abdomen. The procedure was changed to a permanent colostomy. The rep reports the device is in risk management and may be released by risk manager. 10/24/97 it was reported the device is being returned and the rep is returning three sterile.